Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a fall and now the stimulation doesn't decrease their pain as effectively. It was reported that the rep checked the impedances and all electrodes were working normally. It was reported that they also mapped the paddle and it mapped the same as it did before as well. The patient was reprogrammed from low density setting to high density setting programs. It was unknown if the issue was resolved at the time of the report, but the rep indicated that they would follow-up for more information. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they did not know if the reprogramming help the patient¿s pain. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.